Manufacturer narrative:
Implant date: (B)(6) 2018.

Event description:
A report was received that after nearly 6 months of usage, the patient's ipg had to be explanted and replaced. The physician found the life of the ipg to be very short. The patient is doing well after the procedure.

Manufacturer narrative:
The complaint about the novi ipg had reached the end of service life was confirmed. However the device exhibits normal characteristics. Elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volt, and will suspend normal operation with end-of-service message. The device was in service for about 183 days with a pulse-width range (210 - 450) and an eui range (71.6 - 100), which is within the expected range per the direction for use (dfu).

Event description:
A report was received that after nearly 6 months of usage, the patient's ipg had to be explanted and replaced. The physician found the life of the ipg to be very short. The patient is doing well after the procedure.

Manufacturer narrative:
Update to field from the initial MDR.

Event description:
A report was received that after nearly 6 months of usage, the patient's ipg had to be explanted and replaced. The physician found the life of the ipg to be very short. The patient is doing well after the procedure.

Event description:
A report was received that after nearly 6 months of usage, the patient's ipg had to be explanted and replaced. The physician found the life of the ipg to be very short. The patient is doing well after the procedure.